Manufacturer narrative:
The reported internal battery depleted alarm is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced an internal battery depleted alarm as well as a detachable battery depleted alarm. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, an internal battery depleted alarm and hard power fail alarm were found in the device's error log. The service technician states that the internal battery was at 99% and it is believed that a temporary malfunction occurred on the power control section. The system printed circuit assembly (pca) board was replaced to resolve the issues. Additionally, it noted that a not-reportable detachable battery depleted alarm was found in the device's error log as well. The detachable battery was at 100% when the hard power fail alarm occurred. It is noted that the 'ac power cord not detected' was observed. The investigation test was performed and passed. The inline proximal filter was replaced due to a blockage. Final testing, valve check, run in testing, and cleaning were performed. The unit operated properly.